Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose level of 209 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿; although specific value was not provided. Reportedly, the cause for the reported issue was due to a auto off alert and alarm. A correction bolus via the pump was delivered to address bg. Tandem technical support educated the customer on the auto-off safety feature.